Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. Complainant was unable to provide the model number, lot number or product sizing information for the aquacel dressing.   No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, but to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the end user reports had a total knee replacement performed on (B)(6) 2017 and a gauze dressing was taped to her leg. Prior to discharge on (B)(6) 2017 an aquacel ag surgical dressing was applied. Nothing was used under the dressing in the form of barrier wipes and the skin was not cleaned when the gauze bandage and tape were removed. Her knee was in a slightly flexed position when it was applied. Within 3 days of application she noted a solid red rash around the perimeter of the dressing and experienced itching. On (B)(6) 2017, the end user's home physical therapists removed the dressing and noted that under the hydrocolloid adhesive she had a solid red rash that itched. The end user began developing areas of red rash solid in color on her trunk, arms, legs and back (24 hours) after the dressing was removed and went to urgent care. The end user was diagnosed with an allergic reaction and allergic dermatitis. The physician prescribed a topical cortisone cream and a prescription oral antibiotic. The end user was unable to provide the names as she has already thrown the prescriptions away. After a few days on the new prescriptions the end user saw her surgeon who discontinued the prescription medications and told her to use an over the counter cortisone cream to the affected areas. The following day, the end user saw her primary physician who ordered over the counter xyzal and zyrtex to be taken daily, and by (B)(6) 2017, the rash and itching has resolved in all areas. No further information has been provided.